Event description:
It was reported that the patient missed their pump refill. The low reservoir alarm date was (B)(6) 2013. The pump was accessed (B)(6) 2013 and it was empty as expected; it was thought that it had probably been empty about 5 days. The pump had been delivering gablofen and dilaudid. The patient did not have any problems with baclofen withdrawal and was taking oral narcotics. They were planning to refill the pump with gablofen only because the patient had been taking the oral medication and was doing okay. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).